Event description:
It was reported that the device has lines going through the display. Customer reported that there were no error messages or audible alarms observed. There was no pt involvement.

Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the unit was found to have thick white strips on the right side of display in both 'portrait' and 'landscape' modes due to a defective lcd display. The lcd was replaced and the device functioned as designed. A svc history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.